Event description:
Information received bia complaint form is reported as follows: "naso-fix - increase in pressure injuries on the nose found using this device despite intense education of staff on correct placement of product the pressure injuries continued. Once device was removed from shelves, the pressure injuries went down to nearly zero."

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that the device found to be securing tube too close to skin thus contributing to pressure injury. It is also reported that this issue occurred over a year ago and product was removed from shelves but convatec did not become aware until (B)(4) 2014 as indicated herein. This case was evaluated by convatec's quality team on (B)(4) 2014 based on the information received by the customer and the following requirements: the product lot number was recorded as cno (could not be obtain) indicating no lot number was available. Twelve months of complaint history data was reviewed for this product icc as per convatec's global complaint handling procedure. Based on the review, this there was no other cases registered for this complaint issue with this product icc number within the previous 12 months. Trends will be monitored by the complaints committee. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec's inc's. Complaint handling and CAPA procedures. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted.